Event description:
A patient reported experiencing inaccurate low results with an ot ultra meter. The patient's blood glucose results were 204 mg/dl (lab), 157 mg/dl (meter). Tests were done < 10 minutes apart with a difference of 23%. Patient did not experience any adverse events. No further information has been reported.